Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 235 errors, which was not reproduced through troubleshooting of the device. A review of the event history log (ehl) identified 235 errors as a system error 345 message. The reported issue was determined to be attributable to ec345 based on ehl evidence and evaluation findings. No other error was experienced during evaluation and no other system error was present in the ehl. The cause was determined to be an out of specification upstream thermistor. The upstream thermistor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had 235 errors. The reported problem occurred during testing at biomed service department. There was no patient involvement. No additional information is available.